Event description:
During use of a stapler for the closure of an incision, the staplers were noted not to close completely. Several staples that had been used to close the wound could be easily removed. The remainder of the open wound and the area already stapled were then sutured.